Event description:
It is reported by the patient that their insulin pump has moisture damage. The patient's blood glucose level is 169mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.